Event description:
Note: this MFR report pertains to the first of two devices that were used during the same event. Refer to associated MFR report #3005099803-2008-5833 for a description of the other device. It was reported to boston scientific corporation that a resolution clip device was used during a demonstration in 2007 (no patient involvement). According to the complainant, the clip fell off while deploying. There were no patient complications and no patient involvement.

Manufacturer narrative:
The product was returned for analysis. Upon a visual evaluation, it was found that the clip assembly was deployed and not returned with the device. A kink was revealed in the control wire approximately 12" from the distal end. The bushing was located 1/4"" outside the over sheath. The control wire was separated per design. As evident by the kink in the control wire, the end-user may have exceeded the design limits of the device during use based on the direction for use ""precaution(s) prior to use"" statements. The root cause of this defect was deemed to be "user error."